Event description:
Unomedical reference number (B)(4). Event occurred in spain. On (B)(6) 2024 it was reported that patient's infusion set's tubing was detached close to the site location. The site location was patient's belly, with the pump in the pocket. Moreover, the infusion had been used for one day. Reportedly, the infusions were not stored or used in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.